Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added on fields: b5, h4 (the subject device was manufactured on september 2023) and h6. Correction on field: g2 (health professional was inadvertently unselected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection. Based on the investigation results, a definitive root cause could not be determined. However, the guide wire tip tear might have been caused by the following factors: inserting the device into the endoscope while using the guide wire, excessive angulation of the device during the insertion of the guide wire into the guide wire tip or applying a load beyond the resistance strength of the guide wire tip, which may have caused the tear. The event can be detected/prevented by following the instructions for use (IFU): (drawing number:gk5909, revision number : 21) ·when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip." Olympus will continue to monitor field performance for this device.

Event description:
The procedure was not completed, and the patient was rescheduled for the same procedure. Though the procedure got cancelled, no urgent/emergent situation occurred due to the device malfunction.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the endoscopic therapy distal tip for passing guidewire was teared. The issue occurred during therapeutic lithotripsy. There were no reports of patient harm.